Event description:
This is a spontaneous case report received from other health professional in united states in (B)(6) 2014, which refers to a (B)(6)-year-old female patient who had inserted essure (fallopian tube occlusion insert) and the right essure broke off during. No information given on patient's history, past drugs and concurrent conditions. Patient was not pregnant. It was not reported whether the patient received any concomitant medication. On (B)(6) 2014 the patient had left essure (fallopian tube occlusion insert) inserted, lot number a85496 (expiration date january 2016). Health care professional inserted essure on the left side and it went fine. When the right essure was inserted, it broke off and the broken part went into the patient's body. The piece was retrieved and it is available for return. Another essure was replaced successfully on (B)(6) 2014. Reporter causality: the relationship between right insert broke off and the broken part went into the patient's body and essure is not reported. Follow-up on (B)(6) 2014: no new information was provided despite of some requests.